Event description:
The patient had her percutaneous leads removed approximately 3 weeks following their placement due to cellulitis. The patient reportedly presented at the emergency room with a high fever, and saw her implanting physician for follow-up the next day. Per the report, a pocket of fluid was noted at the exit site during the follow-up appointment and the patient experienced significant drainage after the leads were removed. The patient was reportedly prescribed antibiotics (azithromycin) for treatment of the issue following the removal of the leads.

Manufacturer narrative:
The device was disposed of, so a visual and functional evaluation could not be performed. The device history record was reviewed and no anomalies were found. There is no evidence of a device malfunction. The complaint report states that the patient had her percutaneous leads removed approximately 3 weeks following their placement due to cellulitis. The patient reportedly presented at the emergency room with a high fever, and saw her implanting physician for follow-up the next day. Per the report, a pocket of fluid was noted at the exit site during the follow-up appointment and the patient experienced significant drainage after the leads were removed. Per the report, the patient has a history of excessive skin sensitivity; therefore, it is possible that the issue reported in this complaint was caused or exacerbated by the patient's medical history unrelated to sprint. Note that there was no report of a culture to test for infection. The patient was reportedly prescribed antibiotics (azithromycin) for treatment of the issue following the removal of the leads. The issue reportedly resolved with no lasting effects. Per the risk file, it is considered an occasional risk that a patient may develop an infection during use of the sprint pns system that requires medical intervention or prescribed medication to treat or results in surgical intervention or extended hospitalization. If additional information becomes available regarding the resolution of the reported issues, this report will be updated.